Event description:
It was reported that post op a laparoscopic cholecystectomy procedure, the (B)(6) patient presented with gi issues: abdominal pain, diarrhea, nausea, vomiting, and cramping. The patient has since been seen by two gi doctors and a CT scan was performed that confirmed there was a clip in the peritoneal cavity. As of yet the clip has not been removed from the patient. The current status of the patient is unknown. The device was discarded. No other details were provided.

Manufacturer narrative:
(B)(4). After further communication with the account and medical review it has been determined this file does not meet the FDA defined criteria for a reportable event.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the procedure took place in (B)(6) and the patient presented with the symptoms in (B)(6)? What is the timeline of events? Were any challenges experienced with the use of the device during the original procedure? How many clips were placed on the specimen side and patient side? What does the surgeon believe the complications are related to? A post operative leak or due to a potential reaction from the clip found in the abdominal cavity? Where was the clip found? What else did the CT show? Have any leaks been confirmed? If so, was a drain placed? Was an ercp done? Did the CT scan identify proper placement of the clips that were originally placed on the duct and/or artery? What did the two gi doctors do to treat the patient? Has any medical intervention been taken? If so, please explain. Is the surgeon planning to remove the clip? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight? Did the patient have any pre-existing conditions? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.